Event description:
Customer alleging their one touch test strips were discolored. The customer was obtained high readings while using these strips. They did go to the hospital with high blood sugar symptoms and was treated for high blood sugar. The strips are being replaced for the customer.